Event description:
Per the patient's parent, the patient reportedly had problems with the skin growing over the abutment. He has had three revision surgeries (dates not reported) to have the skin removed. The patient underwent a fourth revision surgery in 2008, to again remove the skin from abutment. The surgeon was sent a longer abutment for placement if needed.

Manufacturer narrative:
This is a final report, the type of event is addressed in the device labeling.